Event description:
It was reported that there was a loose connection between minicap transfer set and the patient line of the automated peritoneal dialysis set with cassette during dwell three of four of peritoneal dialysis therapy while home patient (hp) was connected on the homechoice. The hp would complete the therapy with manual bags. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable transfer set was identified. As the sample was not returned and the lot number is unknown, a device analysis could not be completed. The cause of the reported connection issue could not be determined with the available information. Should additional relevant information become available, a follow-up report will be submitted.